Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, the pump did over infuse and fail 40 psi testing. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was "not working as programmed". They stated they could not provide any further information about the complaint. When the pump was returned to mmdg for investigation, the pump over infused and failed 40 psi testing, which is used to check for potential free flow. At the time of the complaint the initial reporter advised that no patient had been involved. The volumetric accuracy and 40 psi failures were discovered at moog. (B)(4).